Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unspecified reasons. A new artificial urinary sphincter 61-70 cm h20 balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.